Manufacturer narrative:
No medwatch form was received. The reported field event of the device being in backup vvi mode was confirmed in the laboratory and was due to two software resets in a short period of time. The device was tested on the bench and no anomaly was observed. The root cause of the reset is believed to be exposure to radiation. The root cause of the shocks in backup vvi mode is believed to be a lead anomaly.

Event description:
It was reported that the patient received more than 20 shocks and was flown to the hospital. The ICD was found to be in back-up mode. After reloading the device code, review of the device image revealed the device charged greater than 100 times while in back-up mode. It was later reported that the patient underwent radiation therapy for over a month and the last treatment was one week prior to the patient receiving the shocks. Increased capture and low pacing impedance were also noted. The ICD and lead were explanted and replaced.